Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a missing reservoir tube o-ring and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump was damaged and that pieces came off of the reservoir compartment. The customer stated that she pulled the device out of her bra, and the reservoir and infusion set had a clean break. The customer's blood glucose reading was unknown. The customer's insulin pump was replaced, and will be returned for analysis.